Manufacturer narrative:
Additional information: (B)(4). A getinge field service engineer evaluated safety disk failed pim module part of pm,(d202-00-0140) replaced. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test and tested the part to factory specifications per the cardiosave service manual . Failed the leak differential pressure test. No root cause identified. Retaining the part in the failure analysis and testing department .the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) safety disk failed patient interface module tests. There were no errors to report from the log. There was no patient involvement.